Manufacturer narrative:
Manufacturing site eval: samples received: (B)(4) unopened pouches. There is one previous complaint of this code batch regarding other issues. There are no units in OEM stock. We have received (B)(4) closed samples. Tightness test to the samples received has been performed and the units are tight. Tested the knot pull tensile strength of the samples received and the results fulfill the requirements of the OEM. Tested the needle attachment of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: although the results of the samples received fulfill the specifications of the OEM we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Thread broke very easily.